Event description:
Boston scientific crm received information that this implantable cardioverter defibrillator (ICD) was explanted due to a short in the system. This information was obtained from the patient, approximately two years following explant. Subsequent information indicates that the device has been returned for analysis.

Manufacturer narrative:
Analysis was performed at our post market quality assurance laboratory. External visual inspection noted scratches on the case. The device had no telemetry and no magnet tones. The pulse generator case was removed and internal visual inspection noted no irregularities. Functionality and therapy delivery were verified through automated testing. The clinical observation was not confirmed though laboratory analysis.

Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to a short in the system. This information was obtained from the patient, approximately two years following explant. No additional information is available.